Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {b)(6). Product type: {delivery catheter system (dcs). Product ID {d-evolutfx-2329}; product lot/serial number {b)(6). Product type: {compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, an electrocardiogram was performed and showed a new onset of first-degree atrio-ventricular block (avb). No treatment was provided. The patient was discharged with a non-medtronic heart monitor and the avb was ongoing. Per the physician, the avb was not related to the valve or the valve implant procedure. One day later, the heart monitor identified an episode of atrial fibrillation (afib) with symptoms of a racing heartbeat that required alteration of the patient¿s medications. Subsequently, carvedilol was increased. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the atrial fibrillation resolved approximately 7 months following onset.

Event description:
Additional information indicated that there was no prior history of atrial fibrillation, but there was a history of cardiomyopathy. The atrial fibrillation was reported as possibly related to the procedure as result. The atrial fibrillation was reported as recovering/resolving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.